Event description:
The dentist was expressing the material when the tip came off of the syringe and the material went into the dental assistant's eye. The assistant went to the emergency room and was treated for a corneal burn.